Event description:
A report was received that the patient underwent a pocket revision due to charging difficulties. The original pocket had healed with an excessive amount of scar tissue and the ipg was in the pocket at an angle to the skin surface. The patient reportedly was doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.